Event description:
A customer reported a reoccurring issue with calibration not passing specifications for hemoglobin on the lh500 instrument. No erroneous results were generated in connection with the reported event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the bsv and actuator to resolve the calibration issue. (B)(4).